Event description:
Preliminary info provided states that following implantation, lengthening was occurring between june 4th thru the end of june. Afterward, the iskd stopped lengthening. Premature consolidation is visible on x-rays. During mobilization, a fracture of the distal femur occurred. After fracture of the femur, the iskd was removed and exchanged for a nail.